Event description:
A dialysis coordinator at an inpatient user facility has reported, the pt coded twice after two separate treatments with fresenius dialyzers. The first event occurred on (B)(6) 2012. Twenty five minutes into treatment, (this report) the pt coded using this dialyzer/log number. The pt became nauseated, attempted to sit up to vomit and coded. The pt required chest compressions for approximately three minutes and was transferred to the ICU from the regular inpatient floor. On (B)(6) 2012, the pt was reported to have coded during treatment with another fresenius dialyzer. The pt was successfully resuscitated.

Manufacturer narrative:
Fresenius medical care is in the process of attempting to collect more event details, a medical records request letter was sent and has not been received to date. There is no sample available for evaluation. This report is for the event alleged to have occurred on (B)(6) 2012. Additional details were received verbally from the dialysis coordinator: on, (B)(6) 2012 dialysis staff used another manufacturer's dialyzer. The other dialyzer was primed with two liters of normal saline and allowed to recirculate for ten minutes. The pt completed this treatment successfully. The dialysis coordinator reports the pt coded on the next 2 treatments using the other manufacturer's dialyzer and was successfully resuscitated. At this point, the pt decided to stop dialysis and passed away.